Manufacturer narrative:
The hospital biomed replaced the free breathing flapper valve and o-rings in the breathing system.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.